Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that high lead impedance was detected, and the patient¿s device was subsequently programmed off. No known surgical interventions have occurred to date.